Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2022, when the doctor was using the clip, the clip broke open and could not be used. Replace it with another one.

Event description:
2022-01-19, when the doctor was using the clip, the clip broke open and could not be used. Replace it with another one.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73g2100360 was manufactured on 07/12/2021 a total of (B)(4) pieces. Lot was released on 07/22/2021. DHR investigation did not show issues related to complaint. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.